Event description:
Monitor was sent in from customer to corometrics factory service for evaluation and repair of difficulties experienced with spo2 monitoring. Monitor's audio transducer was found nonfunctional by technician. Condition was found due transducer being pierced by a foreign object. The customer stated that the transducer was functioning properly when it left their facility. No pt use occurred. Cause and date of tampering cannot be specifically determined. Alarm condition due to the tampering would be very obvious to any user.